Event description:
It was reported that on an unknown date, there was hardware removal occurred. The cannulated screws were removed because they broke and patient was revised to a hemiarthroplasty. Hardware removal. Cannulated screws removed because they broke and patient was revised to a hemiarthroplasty. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Yes. Was device explanted? False. Did patient require revision surgery? False. Patient status, outcome , consequences. Was other medical intervention (e.g. X-rays. Additional procedures, prescriptions, otc, revision) required: unknown.